Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient had been hospitalized due to purulent discharge from the scalp. On (B)(6) 2025, novocure received an update indicating that the purulent drainage originated from the transducer array attachment site. The patient developed a high fever and underwent emergency surgical intervention. On (B)(6) 2025, novocure received a report that the patient did not experience a wound dehiscence. According to the report, the infection had potentially developed prior to the initiation of optune gio therapy. In addition, there was no causal relationship established between the epidural abscess and the use of optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the abscess cannot be ruled out. Abscess is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is april 07, 2025.